Event description:
Synovitis in left knee (synovitis). Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a patient (demographics not provided). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number for synvisc was not provided. On an unspecified date, the patient developed synovitis. The action taken with synvisc treatment was not provided. The outcome for the event of synovitis was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting pharmacist did not provide the relationship between synvisc and the event of synovitis. Follow-up information received on (B)(6) 2012, which upgraded the case to serious (intervention was required with incision and drainage for the event of synovitis). The information was regarding patient's demographics, medical history, lot number, suspect product, event, concomitant and treatment medications. The patient was a (B)(6), female, initials (B)(6). The patient's medical history was significant for osteoarthritis in left knee since 6 months (mild, with prior effusion, joint narrowing and osteophytes) and previous use of non-steroidal anti-inflammatory drugs. On (B)(6) 2012, the patient received treatment with intra-articular synvisc, once per week, in the left knee. On (B)(6) 2012, the patient developed synovitis in left knee. On an unspecified date, the patient's tap test was initially negative following which patient had erythrocyte sedimentation rate (esr) and c reactive protein value increased. On (B)(6) 2012, the patient's esr count was 2.1 and crp was 4.5. On (B)(6) 2012, the patient was taken to the operation room for incision and drainage for the event of synovitis and had gram stain positive. The patient received treatment with naprosyn with prions initially, then was placed on oxacillin post surgery (incision and drainage). On (B)(6) 2012, the event of synovitis recovered with sequelae (sequelae not provided). The intensity for the event was assessed as severe. The reporting physician assessed the relationship between synvisc and the event as possible.

Manufacturer narrative:
Follow-up information was received on (B)(4) 2012, in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.